Manufacturer narrative:
Data was provided for b123 system 1 (serial number (B)(4). Calibration signals, quality control performance and measurement performance of the patient results at the time of the event were evaluated. System 1 was found to be fully functional at the time of the event. A specific root cause was not identified. A possible root cause for the discrepancy between the arterial sample and the capillary blood samples may be related to cardiac collapse (peripheral shutdown) that the patient was suffering from at the time of the event. A sensor malfunction on system 1 was not identified. Based on the information available, the discrepant results are believed to be a direct consequence of the patient's condition.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable glucose results for one arterial sample from a patient in the intensive care unit (ICU) using two cobas b 123 system blood gas analyzers. This medwatch is for the b123 system 1 (serial number (B)(4)). Refer to medwatch with patient identifier (B)(6) for b123 system 2 (serial number (B)(4)). All results were released outside the laboratory, and all are in units of mmol/l. At 3:12 am, an arterial sample was sent to the laboratory with a result of 5.5. The medic treated the patient for apparent hypoglycemia based upon this result with a "small infusion of 50% glucose." Two new arterial samples were drawn at the same time and analyzed. At 3:19 am, the initial result on system 1 was 9.8 with a data flag. The customer suspected an issue with system 1, so they tested the sample with system 2. At 3:22 am, the result on system 2 was 2.2 with a data flag. There was no allegation that an adverse event occurred. Investigation activities are ongoing.